Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable calcium results for proficiency material and a questionable results for various other assays for patient samples. An example was provided for one patient sample tested for phosphorus. The initial result was 3-4 mmol/l and the repeat result was 1.1 mmol/l. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The customer cleaned the water bath, performed a cell blank and photometer check which showed no errors.

Manufacturer narrative:
The fse performed preventive checks and maintenance. He found that the gear pump pressure was lower. After his actions, the instrument worked correctly, qc measurements were ok. The investigation determined that the service actions resolved the issue.